Event description:
The user facility reported that the mayfield skull clamp slipped while in use. The rptr states that "the problem was not with the equipment but the surgeon." Integra life sciences received add'l info regarding this incident in 2008. The details are listed below: mayfield 3-pin head rest fell off pt's head despite being correctly applied/torqued-up, resulting in a whiplash-type cervical movement and scalp laceration. The head lost the support of the clamp and fell away.

Manufacturer narrative:
The device involved in the incident has been received for eval, and an investigation has been initiated.